Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablatio procedure with a varipulse and when the physician exchanged out the varipulse catheter and the sheath was aspirated, coagulum came out of the sheath. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, clot residues was observed on a gauze, due this condition the customer complaint was confirmed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablatio procedure with a varipulse and when the physician exchanged out the varipulse catheter and the sheath was aspirated, coagulum came out of the sheath. The physician continued to aspirate the sheath and there was no further coagulum after three aspirations. When the varipulse catheter was inspected, no coagulum was noticed on the varipulse catheter. A versacross (non-bwi) sheath was in use. Post-map was done using the octaray catheter and the procedure was completed. There was no patient consequence. Additional information received indicated there were no error messages or problems with temperature or flow. A flow was tested before inserting the catheter into the body. Irrigation was validated on the pump throughout the procedure. Trupulse generator settings were 4ml low flow, 30 ml on ablation through 10 second post ablation count down.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).